Event description:
A consumer reported she had essure implanted and since then she has had severe pain in the pelvic area, cramping, migraine headaches, back pain, one infection after another (yeast), heavy painful periods with huge clots, painful sexual intercourse and rashes that cannot be explained. She went to the ER several times for chronic pain and they thought it could be due to her pancreas or appendix, but all tests came back normal. Her fallopian tubes were swollen up; her uterus was swollen and inflamed. Essure was removed by laparoscopic procedure at consumer's request. She also reported that both fallopian tubes were damaged and therefore also removed. The removal was easy and one of them might have turned and bent; there was no perforations and were nowhere close to the uterus. Her symptoms disappeared a couple of weeks after essure was removed. Physician who performed essure removal though it was essure that caused her symptoms.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs